Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high capture thresholds, low pacing impedance, r wave amplitude variance, and helix failing to extend on the right ventricular (rv) lead. During a computed tomography it was noted that the lead had perforated the heart. The physician elected to explant and replace the (rv) lead. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported events were perforation, oversensing noise, high capture threshold, r-wave amplitude variation, low pacing lead impedance, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.